Manufacturer narrative:
The customer reported complaint for the thermogard displaying error message mid 09 (air trap assembly) was confirmed during event log review and initial functional testing. The defective air trap block was replaced to remedy the fault. A review of the event log was performed and multiple error message mid 09 were noted. During the initial functional testing, the air trap block was found to be damaged due to the start-up kit (suk) air trap leak. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint for the same mid09 error message.

Event description:
A patient was hospitalized post cardiac arrest and zoll icy catheter was inserted into the femoral vein. The patient temperature prior start of the ivtm therapy was normothermia. The target temperature on the console was set to 33 degree celsius. The air trap holder on the console was flooded with saline due to a leak from the start-up kit (suk). The suk air trap cap was noted to be loose from the polycarbonate tubing. The console also displayed error message mid: 09 (air trap assembly). The indwell time was one hour and the temperature was at 35.7 degree celsius when the issue was noted. The patient was cooled with ice packs until new thermogard was delivered to the hospital. The suk and thermogard were replaced and the treatment was resumed. No patient consequences were reported.